Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, an "e22 -motorpack error" message was generated upon connecting the aquabeam handpiece to the aquabeam motorpack and could not get the waterjet to start. Multiple troubleshooting steps were taken to address the error message, including replacing the handpiece with a new unit but the "e22-motorpack error" message persisted in addition to an "e50 - console error" being generated as well. After multiple attempts to reconnect the handpiece and motorpack, the issue was resolved, and the procedure was continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation of the reported event. Visual inspection was observed to have no physical damages or anomalies. Functional testing was performed and no abnormal signals were observed. The root cause is undeterminable as it is unknown what caused the reported event. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported errors. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and the aquabeam handpiece / lot number 23c00510 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and the aquabeam handpiece / lot number 23c00510 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution.